Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number six states, "while rare, fatigue fracture of an implant can occur as a result of excessive activity, malalignment, or trauma". Date of implant - approximately 1999 the articulating surface wear pattern locations suggest a possible misalignment of the femoral and tibial components relative to one another. Such misalignment can increase bearing stress, which increases the chances of delamination. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
Counsel for the patient reported that the patient underwent total knee arthroplasty in approximately 1999. Subsequently, the patient was revised on (B)(6) 2011, due to pain. Surgeon noted during the revision that the polyethylene bearing was worn and had fractured. The polyethylene bearing was removed and replaced.